Event description:
The account alleged that the head section cannot be lowered and it will not go into trendelenburg or the chair position. He indicated when the bed is sitting idle the head motor hums and gets hot to the touch.

Manufacturer narrative:
The account has replaced the logic board, but the problem remains. He cannot manually crank the head down. Technical support suggested that the head drive has most likely overrun the down limit and is jammed. Repairs have not been completed.